Event description:
It was reported that catheter entrapment occurred. The 70% stenosed target lesion was located in the vertebral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the guidewire become stuck with the balloon. The balloon and guidewire were simply withdrawn from the body, and the procedure was completed with a non-boston scientific brand. No complications were reported, and the patient was stable.